Event description:
Abbott spinal cord stimulator battery has been stuck in MRI mode, despite multiple attempts at reprogramming, he is unable to use his device. Patient underwent surgery to replace defective battery on (B)(6) 2024.